Event description:
It was reported that before a cori assisted tka surgery the real intelligence cori system prompted a ¿critical error¿ message and forced them to press ¿quit¿ as the only option. After pressing ¿quit¿, the entire cori screen powered down entirely. The blue man figure was seen on the console screen, the power switch on the back was shut off. They rebooted the entire system and proceeded with the setup. The procedure was completed without delay using the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H3, h6: the ri cori (us), rob10024, (B)(6) used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a software issue. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.